Event description:
It was reported that the wall adapter no longer charged the pump. The customer's blood glucose level ranged from 104-105 mg/dl. Customer was able to successfully charge the pump with an alternate wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.